Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while clipping bleeding along staple line, the surgeon found that after firing 6 out of 7 clips with no issue, the device began firing only every 2nd close of the device. The case was continued without replacing the device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.